Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information stated that the patient did not have concerns with their device or therapy, and she received assistance from their doctor or manufacturer representative and their concerns were resolved. It was noted that the appointment date was (B)(6)-2013.

Event description:
It was reported that an implantable neurostimulator was 'not working' and was not 'charging the recharger.' It was unclear what the reporter meant by not charging the recharger. Additional information has been requested but was not available as of the date of this report.